Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was already in her 90's.

Event description:
It was reported to boston scientific corporation that an endovive securi-t percutaneous replacement gastrostomy tube was used during a gastrostomy replacement procedure performed in (B)(6) 2016. According to the complainant, on (B)(6) 2017, during withdrawal to replace the device, the tip of the internal bolster detached from the tube and dislodged inside the stomach. The detached portion was removed endoscopically. The procedure was completed with a new endovive securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be with no patient injury.

Manufacturer narrative:
A visual examination of the returned device revealed heavy residues were present on the device indicating use and handling. The internal bolster was found to be separated from the device and the bolster was returned. Remnants of the bolster remain on the end of the tubing .the distal end of the tubing presented no tearing. The inner diameter of the bolster presented voids where material was attached to tubing. There were no defects found in the internal bolster that might have contributed to the failure. It appears that the internal bolster was securely molded to the tubing. Moreover, the feeding tube presented swellings. The complaint was consistent with the reported incident that the bolster detached/separated. The bolster failure appeared to have occurred while undergoing shear force during removal from the patient. Bolster detachment during removal most likely occurred because the user applied excess force to the device during removal causing the bond between the tubing and bolster fail. Therefore, the most probable root cause of 'operational context' is selected for the complaint. A device history record (DHR) review was performed and revealed no issues related to the reported complaint. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and there is no evidence that the device was not used in accordance with the labeling.

Event description:
It was reported to boston scientific corporation that an endovive securi-t percutaneous replacement gastrostomy tube was used during a gastrostomy replacement procedure performed in (B)(6) 2016. According to the complainant, on (B)(6) 2017, during withdrawal to replace the device, the tip of the internal bolster detached from the tube and dislodged inside the stomach. The detached portion was removed endoscopically. The procedure was completed with a new endovive securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be with no patient injury.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the lot expiration and device manufacture dates are unknown at this time. However, the complainant reported that the device was not expired. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive securi-t percutaneous replacement gastrostomy tube was used during a gastrostomy replacement procedure performed in (B)(6) 2016. According to the complainant, on (B)(6) 2017, during withdrawal to replace the device, the tip of the internal bolster detached from the tube and dislodged inside the stomach. The detached portion was removed endoscopically. The procedure was completed with a new endovive securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be with no patient injury.